Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient first went to emergency room and subsequently hospitalized and received IV and fluids of saline and insulin. The patient also reported that he had high blood glucose levels which was 400 mg/dl and the reason for high bg was insulin delivery, therefore patient had received bolused via the pump. The infusion set was in use for one day. No further information available.